Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 11 days. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was having issues with sepsis and a percutaneous lead (driveline) infection. Doxycycline was initiated for the percutaneous lead (driveline) infection. The patient was also provided IV antibiotics (ceftriaxone 2 g) after hospitalization and remains on cefuroxime 500 mg po ¿for life¿. Event date has been estimated. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.